Event description:
The red inspiration flutter valve stuck in the closed position. This prevented oxygen flow to the pt. The vent's high rpessure alarm triggered. The critical care team intervened and ventilated the pt with an ambu bag. No harm was done to the pt.